Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa confirmed/reproduce the reported complaint. The instrument was found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the force bipolar instrument's bipolar cable was broken/frayed. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.